Event description:
It was reported that the patient received a "start new sensor" error. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. The patient experienced a hyperglycemic event on the same day a new continuous glucose monitoring (cgm) sensor was inserted into the arm. The cgm device displayed a ¿start new sensor¿ error, and no additional data was available from the device at that time. A blood glucose (bg) meter reading was performed and showed a value of 550 mg/dl. The patient¿s parent, who is a physician, assessed the patient and determined that the patient was in diabetic ketoacidosis (dka) and in a coma. The patient was treated at home with 10 units of insulin administered by the parent. No emergency medical services or higher level of care were sought due to the parent¿s medical background. Following insulin administration, the patient¿s condition improved from semi-conscious to conscious. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 codes: health effect - clinical code problem code: 4591 decreased level of consciousness/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Data investigation could not confirm the allegation on 06/24/2025. The probable cause could not be determined.